Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 600 mg/dl. It was stated the alarm was resolved by changing the set. The insulin pump would not be replaced or returned for analysis.